Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient with macrocephaly and hydrocephalus developed bilateral subdural fluid collections with their valve setting at 2.5. The neurosurgeons decided to replace their valve on (B)(6) 2018 with another manufacturer's valve to allow for higher settings. During the case, the neurosurgeon tested the explanted valve and found that it was at 12 cmh2o despite being at 2.5.